Manufacturer narrative:
Analysis of all available x-rays shows that two racon screws were in an unfavorable position in the femoral head. This was a very complicated and comminuted fracture because of the lateral wall involvement. The sliding implant was not suitable in this case as these screws rely partially on the lateral wall for stability. Since there were only bone fragments in that position, there was no support for the screws. As a result, both femoral neck recon screws were extruded from the femoral head and the nail. Orthofix therefore concludes that the primary reason for fixation failure was the comminuted nature of the fracture. Unfortunately the device was discarded, so no further evaluation is possible.

Event description:
The patient had a severly comminuted trochanteric fracture involving both trochanters and the lateral femoral wall. This fracture is highly unstable. The recon configuration of the centronail was used. The two main fragments of the fracture were reasonably well reduced; the femoral head and neck were reduced to the femoral shaft. However, between these two main fragments are only small bone fragments. Subsequently the recon screws were extruded from the femoral head and the nail. The nail was removed and replaced with a hip prosthesis. The patient is in good health.